Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for spinal pain. It was reported that the patient has been having trouble with her personal therapy manager (ptm) handset retrieving her pump settings. It was clarified that by this the patient meant it "takes forever" to retrieve their pump settings, and it will get stuck on "91%" when the ptm was retrieving the pump settings. It was confirmed that no trauma/falls occurred. It was further noted that occasionally the patient would get no pump found and then she would have to retry and then she would eventually be able to retrieve her pump settings. This had occurred as well when she attempts to deliver a bolus. It was also noted that the handset showed it was stuck at 91% on retrieving pump settings but confirmed that the patient was eventually able to connect to her pump. At the time of the report, the patient was able to successfully deliver a bolus. It seemed to be able to connect to her pump quicker when the patient was standing versus sitting down. The patient questioned if this may be due to her anatomy when sitting vs standing. Consideration were reviewed at the time of the report. The patient was still getting stuck on 91% while retrieving pump settings when standing but stated that it appeared to connect quicker standing versus sitting. Pit was also reported that sometimes the "screen goes black" when she was retrieving pump settings when it gets stuck on 91%. This started approximately 45 days ago. No patient symptom was reported. No further patient complications have been reported as a result of this event.